Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the restenosed mid ramus artery with one xience v stent. On (B)(6) 2010, the patient was re-admitted with epigastric and chest pain. On (B)(6) 2010, a diagnostic coronary angiogram revealed a 90% long lesion in the ramus artery which was treated with a promus stent. The left anterior descending artery and left circumflex non-index study stents were patent. There was also diffuse disease in the right coronary artery which will be medically managed. The event resolved on (B)(6) 2010 and the patient was discharged. There was no adverse patient sequela. The abbott clinical events committee adjudicated this event as an edge stent restenosis with revascularization in the target lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Direct stenting and use in restenosis. The stent remains in the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The IFU cautions that the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Implanting the stent without pre-dilatation likely did not contribute to the reported patient effects approximately 22 months post-procedure. However, it is unknown if stenting the restenosed mid ramus artery contributed to the reported patient effects.